Manufacturer narrative:
Model number / catalog number: 72404156, serial number null batch/ lot number: (B)(4), model/ catalog description: reservoir 100 ml pc/iz.

Event description:
It was reported that the patient stated the implanted inflatable penile prosthesis (ipp) was "defective" as the pump stayed flat when trying to inflate the device. The patient suspected the device might have a leak. The patient also reported not being happy with the device as it felt "too short".

Manufacturer narrative:
Model number/catalog number 72404156, serial number null, batch/lot number 1000121781, model/catalog description reservoir 100 ml pc/iz..

Event description:
It was reported that the patient stated the implanted inflatable penile prosthesis (ipp) was "defective" as the pump stayed flat when trying to inflate the device. The patient suspected the device might have a leak. The patient also reported not being happy with the device as it felt "too short". The patient underwent a revision surgery in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome.